Event description:
This lead was implanted on (B)(6) 2012 and remains implanted at this time. It was noted there was high atrial thresholds (atrial threshold was 0.5 at one month visit) on (B)(6) 2012. The corrective action was physician considered that the value is acceptable and there is only 4% of stimulation in atrium, so he preferred not to program a new procedure. The facility was (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)